Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, no faults were found with the system. The speaker was replaced as a preventative measure but the issues in the event log could not be replicated by analysts. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with "primary audible alarm post" , "system failure", and "needs biomed code" error messages. There was no patient present at the time of the event.